Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was seen by the hcp on (B)(6) 2017 and noted they were receiving a sensation from the device rectally. The sensation was painful, pokey, and uncomfortable. This was a change from the perineal sensation they felt during the procedure. In addition to this, they had a return of urinary urgency and nocturia. It was noted that they continued treatments for vaginal dryness. The patient also had pain on the back wall of their vagina during intercourse. It was noted that they had a prior prolapse surgery, but they were unaware of what was done. The hcp noted the patient had urgency, incontinence, and pain so programming of the device was done. On (B)(6) 2012, the patient reported that they felt dry in the pelvic area, prior to the last reprogramming. An impedance check found that 0-1, 0-2, and 0-3 were greater than 4,000 ohms at 1.0. When tested at 1.4, those combinations were less than 4 ,000 ohms. The hcp reprogrammed programs 1, 2, and 3 and sent the patient home on program 3 at 1.6, which was felt rectally. On (B)(6) 2013, the patient stated that their frequency and leakage had increased, noting that their stream would, sometimes, start and stop. They went 0-1 times at night and voided every 1-1.5 hours. An impedance check at this time showed all combinations were over 50 ohms and under 4,000 ohms. Program 1 was +c, 1-, 240, 19, program 2 was 3+, 2-, 1-, 240, 18, program 3 was 3-, 2-, 1+, 240, 21, and program 4 was 3-, 2-, 1+, 240, 16. The patient followed-up again on (B)(6) 2013 and didn't notice an improvement in the urinary symptoms. They would leak urine when they walked, preceded by urgency, and would start gushing when they had to bend over. They noticed leaks when they exercised and urgency would hit 25 minutes after starting an exercise. It was noted that there was an improvement in vaginal dryness at this point. The hcp thought the patient may have had diverticulitis. The patient had daily bowel movements, but reported no stool leakage. It was noted that they had abdominal pain and it was determined that reprogramming was necessary. The details of two programs were changed and the patient was sent home on one of those two programs. They also added a prescription for myrbetriq at 25 milligrams (mg)/day. On (B)(6) 2013, the patient complained of pressure and urgency. They were having a colonoscopy to evaluate changes in their bowels. It was noted that they had atrophic vaginitis along with the urinary frequency, overactive bladder, and urination urgency. The patient was getting up 1-2 times per night and their bowel movements were "mushy". They were taught to self-catheterize as they had incomplete bladder emptying and an abnormal spiking in non-sustained bladder contractions. There were no further complications reported or anticipated.